Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) yr old female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2013. Dual lead noise and artifact contributed to the false detection. The pt was treated at 21:56:22. The rhythm at the time of treatment is unk due to noise and artifact. The post-shock rhythm was a sinus rhythm with noise and artifact. The pt's nurse reported that the pt was awake and alert in the nursing facility at the time of the event. The response buttons were pressed after the treatment was delivered. The pt remained in the nursing facility and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the nursing facility and continued to wear the lifevst. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 10/2007 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.